Manufacturer narrative:
(B)(4). The device involved in this complaint was not returned for investigation. Pictures were provided by the customer for evaluation. The issue reported by the customer as "the length of the bar of the cannula to be "shorter" than other models" cannot be confirmed while performing the visual inspection test on these pictures. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially be related to this complaint. DHR shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved on this customer complaint. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "the length of the bar of the cannula to be "shorter" than other models of the same sized product, which ultimately caused the circuit to rest on the patients "temple area" and cause a skin abrasion due to increased pressure points."there was no report of necessary medical intervention. Patient condition reported as "fine".